Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor did not pass incoming functionality testing. The cause for the failure was an intermittent connection of the pins of pca jumper j1000. The root cause for the intermittent connection could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During servicing of a monitor, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. Monitor sn (B)(4) did not pass incoming functionality testing. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was not wearing the lifevest at the time of passing.